Event description:
On (B)(6) 2016, information was received from a consumer regarding a (B)(6) year-old, male patient who was receiving fentanyl and bupivacaine (concentrations and doses unknown) via an implantable pump for spinal pain. On (B)(6) 2016, the patient saw code 8254 (low reservoir) on their personal therapy manager (ptm) and an alarm was heard. The patient was due for a refill on (B)(6) 2016. He was unsure what his low reservoir alarm was set to. No patient symptoms were reported. It was later reported by a healthcare provider (hcp) that the patient read the refill date wrong. The pump was read and determined the pump was out of medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.